Event description:
Customer reported problems with fluoro and cine functions. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. System operates as intended.